Event description:
The patient reported an event on 20 march 2026 that he was having low blood glucose and tremor sweating anxiety, mental confusion aggressiveness inability to perform simple commands and weakness fatigue.

Manufacturer narrative:
Name- medtronic minimed. Street-18000 devonshire street. City- northridge web. State- ca. Zip code- 91325. Zip four- 1219. Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.